Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer has high blood glucose readings on the insulin pump. Customer was out of the country and using a loaner pump since their original pump had keypad anomaly. Customer was hospitalized in pristina hospital in kosovo as a result of high blood glucose levels of over 500 mg/dl. Customer was throwing up, feeling dizzy, and was wearing the pump at the time of hospitalization. Customers father refused to do troubleshooting and advised they will call back to return the loaner insulin pump.